Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
On (B)(6) 2011, doctor reported patient who presented with vague abdominal pain. A CT scan and flat-plate x-ray were performed, showing one essure device to be in the abdominal cavity. (B)(6) 2011 follow up with doctor for additional info: initial hsg performed on (B)(6) 2009 with bilateral occlusion. No issues until (B)(6) 2011 when seen for a bloated feeling. All labs and plain films were normal at that time. Patient returned on (B)(6) 2011 with pelvic pain. CT found 2.7cm ovarian cyst with associated free fluid. Right essure observed to be properly placed. Left essure noted to be outside of the tube in the anterior lower pelvis. (B)(4) 2011 - after additional follow up, physician reports that the patient is scheduled for laparoscopic device removal and tubal ligation in approximately 30 days.